Manufacturer narrative:
The event occurred in (B)(6).

Event description:
On (B)(6) 2014, it was reported that the infusion tubing had broken away from the connector. The patient stated that this happened with two infusion sets from the same box. No adverse event was reported. The infusion sets were requested to be returned for product evaluation.